Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated dexcom g7 sensor pairing failures with the ilet after applying a new sensor, with alert history showing pairing failed and troubleshooting performed including antenna toggling and reinitiating the pairing sequence. Symptoms included hyperglycemia, with a fingerstick blood glucose of 312 mg/dl during the event and no reported acute clinical effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included guided troubleshooting and education to reattempt pairing, with expectation for normal connection delay and instruction to follow up if pairing did not complete. Investigation of this case revealed a device-to-sensor communication failure specific to pairing, with the sensor likely needing replacement and no evidence of injury or loss of therapy beyond transient loss of cgm data. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication failure during pairing, likely related to sensor pairing malfunction rather than ilet pump malfunction.